Event description:
A 24fr standard flow resectoscope sheath was used in a procedure. According to the sales rep (who spoke earlier with a nurse about the situation), the ceramic tip broke while being used inside the patient's urethra. Pieces of the ceramic tip were removed.

Manufacturer narrative:
The complainant device has not been returned or investigation. A follow-up report will be submitted upon completion of the investigation.